Event description:
Our rep is reporting that during a shoulder repair, both sutures of the fixation device broke at the eyelet holes. The surgeon removed the anchor, and for whatever reason chose to go open to complete the repair. The surgeon used a versalok device to fixate and complete the procedure successfully without further incident or harm to the pt.

Manufacturer narrative:
At this point in time, mitek is in the info gathering mode. "When all the info that can be had is had and evaluated, the conclusion of the investigation will be the subject of a follow-up report."